Event description:
Device issue: none. Adverse event: heart failure, pneumonia, respiratory failure, myocardial infarction, death. Onset of adverse event: 20 months post procedure. It was reported via trial that on (B) (6) 2007, the patient underwent stenting of the predilated mid right coronary artery with one xience v stent, the predilated proximal left anterior descending (lad) artery with one xience v stent, and the predilated mid lad with one xience v stent. On (B) (6) 2009, the patient experienced congestive heart failure with shortness of breath. He was hospitalized and treated with medications; symptoms resolved on (B) (6) 2009. On (B) (6) 2009, the patient was re-admitted for chronic renal failure and later developed nosocomial pneumonia that led to respiratory failure. On (B) (6) 2009, the patient was thought to have had a myocardial infarction (mi) with elevated cardiac enzymes and electrocardiogram changes. The patient expired on (B) (6) 2009. Abbott vascular medical safety monitor review assessed this event as a cardiac death with no mi and no stent thrombosis per the final adjudication; however, the second adjudicator had previously assessed the event as death from heart failure with an mi and probable very late stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B) (4): in this case, there was no reported product deficiency. Death, infection, myocardial infarction, and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The second and third xience v stents, indicated are being filed under the same MFR#.